Event description:
It was reported that there was loss of insufflation during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: suction switch jammed. Probable root cause: severe shipping conditions; material/design error; damaged equipment; user error. Lot number is unknown, therefore manufacture date cannot be confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of insufflation during procedure.